Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. The reported event of a thrombus at the proximal edge of the tip electrode was confirmed. The image submitted with the returned device shows coagulum at the proximal edge of the tip electrode, consistent with the reported event. A blood-like substance (bls) was noted at the proximal edge of the tip electrode of the returned device, although it appeared only as a thin layer on the outside of the shaft material. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a typical atrial flutter ablation procedure, and after the ablation catheter was removed from the patient, a thrombus was noted at the proximal edge of the tip electrode. Irrigation was checked pre and post-procedure and no issues were noted then. The procedure was completed without adverse health consequences to the patient.